Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the echo-19 device of lot number c1080921 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. According to information provided, an expired needle was used during procedure on the (B)(6) 2018. Upon review of the sample label attached to the work order (c1080921), the expiry date of the device was confirmed to be ¿2018-02-18¿. This confirms that the complaint device was used after its expiry date. The customer complaint can be confirmed as the device was used after its expiry date. It can be noted that all echo devices are shipped with a product label placed on the outer echo carton box and product label placed on the inner pouch. Both labels contain information with manufacturing and expiration dates. Also as per additional information received, product was mistakenly brought in expired when delivered to the hospital. Therefore additional information was requested and received: that no other expired products have been delivered. Root cause: based on the above, the cause of this complaint was as the dm provided an expired product to customer, as noted in the additional information received. Also another root cause of this complaint can be attributed to customer error as echo devices should not be used beyond the date specified on the product label, therefore the user did not follow the instructions for use. The notes section of the instructions for use ifu0101-0 that accompanies this device instructs the user to inspect the device prior to use : "if an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use (ifu0101-0). Document review: a review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1080921. Summary: the customer complaint can be confirmed as the device was used after its expiry date. The risk was determined to be no risk (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations, "the dm provided an expired product the customer used during a procedure. The product worked fine and the procedure was completed successfully."